Manufacturer narrative:
A host module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system for functional testing. System message (sm) would display upon start-up, but as this sm is only an advisory, the system was not locked and further action was not impaired. A cassette was then inserted into the system and successfully primed. Although the sm indicates a non-conformity in one of the two host module hard drives, no problem was found with the sample that related to the reported event as the reported event could not be replicated. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The host was replaced and the software was reinstalled. No additional information was provided on the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 24, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as no additional information was provided on the system. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system locked up during preparation for a procedure. An alternate system was carried in before the procedure. There was no patient involved.